Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated that upon interrogation of the patient's device, her vns "showed output status limit and lead impedance high", indicating a possible lead malfunction. It was also reported that the patient's seizures had returned to "pre-vns level." It was reported that replacement of the patient's vns therapy system was indicated. Good faith attempts to obtain additional information have been unsuccessful.